Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual injection was administered to address elevated bg. Customer reverted to an alternate method of insulin therapy.